Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: additional: h2 - h6. Correction: b4 - g4 - g7 - h10. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: analysis could not be performed as no item number is available. Event description: it was reported that the patient was implanted with a revitan stem in 2008 and revised on (B)(6) 2019 due to implant fracture. Moreover it is reported that the patient did not experience any trauma. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. Conclusion: it was reported that patient was implanted with a revitan stem in 2008 and revised on (B)(6) 2019 due to implant fracture. The in vivo time of the device is more than 10 years. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box (coob). Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00347.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record (DHR) review was unable to be performed as the item number and lot number of the device involved in the event is unknown. Trend analysis could not be performed as no item number is available. Event summary: it was reported that the patient was implanted with a revitan stem in (B)(6) 2006 and revised on (B)(6) 2019 due to implant fracture. Moreover it is reported that the patient did not experience any trauma. Presentation of the patient was because of a prosthesis infection, not because of the breakage of the shaft. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Conclusion; it was reported that patient was implanted with a revitan stem in (B)(6) 2006 and revised on (B)(6) 2019 due to implant fracture and infection. The in vivo time of the device is more than 13 years. The DHR check could not be performed as the lot number was not available. The compatibility check could not be performed as no product information was provided. The investigation results did not identify a non-conformance or a complaint out of box. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
In addition to the report 0009613350-2019-00347, the surgery was delayed of 1 hour.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(6).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.